Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a leaking issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the balloon augmentation error leak issue. In attempts to verity the issue, the fse tested the unit with a test balloon and was unable to generate any errors. In conclusion, no issues were found. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a leaking issue. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a leaking issue. There was no patient involvement, and no adverse event reported.